Event description:
On (B)(6) 2012, the lay user/patient's relative contacted lifescan (lfs) alleging that a control solution test performed on the patient's onetouch ultralink meter failed. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that on an unspecified date/time, he obtained a control reading of "110 mg/dl" which fell below the specified control solution range. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if any adjustments were made to the patient's diabetes management in response to the alleged issue. The reporter denied that the patient developed symptoms or received medical treatment as a result of the alleged issue, but mentioned that the patient's a1c had tested high. At the time of troubleshooting, the cca noted that the test strips and control solution were within their expiration date. At the time of the call, the reporter ran another control solution test and it was noted that the result also fell out of the specified control solution range printed on the vial of test strips. Replacement product was sent to the patient. The patient did not develop symptoms or receive medical treatment for either severe hypoglycemia or hyperglycemia after the alleged issue started; however, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.